Event description:
It was reported that: "the doctor found cuff detached from the tube during clinical setting before using on patient. No impact on patient."

Manufacturer narrative:
Qn#(B)(4). A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that: "the doctor found cuff detached from the tube during clinical setting before using on patient. No impact on patient."

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-16037 et tube, sher-I-bronch, ls, 35 fr for investigation. The returned et tube was visually examined with and without magnification. Visual examination revealed that both pilot balloons were still intact. Neither pilot balloon was detached from the tube. The complaint could not be confirmed. A device history record review was performed and showed no evidence to suggest a manufacturing related issue. No issues were found with the returned device.